Event description:
Dear FDA medwatch, I am filing a formal complaint regarding a custom sleep apnea mouth guard I purchased from bettersleepslc, which has caused significant health issues and does not meet safety standards for medical devices. I am concerned that this product may be unsafe and that the company's practices violate FDA regulations for medical devices. Product information: product name: custom sleep apnea mouth guard; manufacturer/ company: bettersleepslc; date of purchase: (B)(6) 2023; date of delivery: (B)(6) 2024; price: $1760.57; prescribing healthcare professional: dr. (B)(6); product defects and health concerns: upon receiving the mouth guard, I immediately noticed several serious defects: sharp edges and surface damage: the mouth guard had scratches and sharp edges that caused irritation to my tongue and lips. These defects resulted in painful sores in my mouth, making it difficult to use the device. Teeth pulling sensation and gum infection: after a few days of use, I developed a gum infection with swelling and pain. The mouth guard caused significant discomfort, including a sensation as though my teeth were being pulled out when attempting to remove it each morning. The pain was so intense that it further disrupted my sleep, defeating the purpose of the device, which was supposed to help with my sleep apnea. Unsanitary cleaning device: the cleaning device included with the mouth guard appeared used and lacked proper packaging, raising concerns about the hygiene standards of the product. As this is a medical device, proper sanitation is critical to avoid contamination and infection, and the lack of proper packaging suggests that the company may not be adhering to FDA standards. Unfair contract clause: the contract I was asked to sign included an unfair liability waiver, which stated that I could not hold the company responsible for any harm caused by the device, including losing a tooth or experiencing serious injury or death. I was uncomfortable signing this clause, but I was told it was a mere formality and pressured into agreeing. This clause now feels especially concerning given the pain and gum infection I experienced, and the fact that the device caused teeth-pulling sensations. The company's attempt to limit liability for harm caused by their product is alarming and potentially deceptive. Health and safety concerns: the defects in the product, such as the sharp edges and unstable connectors, caused me physical harm, including a gum infection and teeth-pulling sensation. The mouth guard did not help with my sleep apnea; instead, it created further health problems. The discomfort and pain disrupted my sleep and daily activities, and I am concerned that other consumers may experience similar issues. I am particularly concerned because this mouth guard was prescribed to me as a medical device for a serious health condition. Instead of improving my sleep apnea, it caused harm and did not fulfill its intended purpose. I believe this device may be unsafe for other consumers as well, especially if they experience similar issues with fit and comfort. Request for investigation: I believe bettersleepslc is in violation of FDA regulations for medical devices. I am requesting that the FDA investigate the safety and effectiveness of this custom sleep apnea mouth guard, as well as the company's compliance with FDA standards for medical devices. Specifically, I am concerned about: defective design: sharp edges, unstable connectors, and poor fit that caused injury. Health risks: development of a gum infection and ongoing discomfort. Unsanitary conditions: cleaning device that appeared used and lacked proper packaging. Failure to meet medical device safety standards: inadequate consumer support and failure to resolve defects. I urge the FDA to take action to ensure that this product complies with safety standards and does not pose risks to consumers.